Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun, provider removed the PICC line due to crack in the line. The patient also reported that on the previous day, they had sudden onset of burning under the skin during their antibiotic infusion. It is unknown if the patient received a new PICC.